Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible contributory factors include but are not limited to: inaccurate platelet precount - donor physiology.

Manufacturer narrative:
Investigation: upon evaluation, it was foudn that the platelet precount was higher than the default by 60%, which was enough to cause this to be a high concentration discard with product platelet concentration at 2422 10e3/microl, this discrepancy likely caused the wbc contamination as well. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.